Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high inr result for 1 patient tested on coaguchek xs meter with serial number (B)(4). The patient was tested on the meter at 7:30 a.m. And the result was 4.8 inr. The nurse who tested the patient didn¿t think the patient¿s inr would be this high since he had not taken his coumadin for 2 days prior to this test. The nurse tested the patient on a different coaguchek xs meter at 7:30 a.m. And the result was 3.2 inr. The result of 3.2 inr was believed to be correct. The patient¿s doctor advised the patient to start taking 0.5mg of coumadin based on the meter result of 3.2 inr. Separate fingers were used for each test. The nurse did not observe the qc check mark with the test from either meter. A different vial of test strips with the same lot number was used with each meter. The patient¿s therapeutic range is 2.0-3.0 inr. No adverse event occurred. The patient is in stable condition. The patient was not experiencing any unusual bleeding or bruising. The patient is not on heparin or direct thrombin inhibitors and does not have antiphospholipid antibodies. The meter and strips were requested for return. Replacements were sent. Relevant retention test strips (lot 124156-13) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the test strips. Coaguchek xs meter with serial number (B)(4) was not returned. The test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 hct: 41%. Donor #2 hct: 40%. Donor #1: master lot: 3.4 inr. Donor #1: customer's strips and meter: 3.4 inr and 3.5 inr. Donor #2: master lot: 3.3 inr. Donor #2: customer's strips and meter: 3.2 inr and 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.